Event description:
It was reported that the nc trek rx successfully predilated a bifurcation lesion in the mildly calcified, first diagonal coronary artery and the left anterior descending coronary artery. The entire nc trek had been removed from the anatomy. There was no reported resistance during removal of the nc trek. After removal, a shaft separation at the hub of the nc trek was noted. There was no adverse patient effect and no clinically significant delay in the procedure. A stent was implanted in the target lesion as planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater , balance middle-weight; guide catheter: 7 french. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.